Event description:
Same case as MDR: 2134265-2014-00088; 2134265-2014-00160. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter in a percutaneous coronary intervention procedure. After flushing, the physician mounted the motor drive unit on the sled. The physician then attempted to perform pullback test, but automatic pullback failure occurred. It was unable to move the catheter forward/backward. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).